Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3000 would not activate. A replacement unit and cord were used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Maquet has not yet received the device for investigation. We will continue to pursue the return of the device and will submit a supplemental report upon completion of the investigation. (B)(4).